Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA in which the device was returned with unspecified repairs. It was unknown to the reporter if the device was used in surgery. There were no injuries or medical intervention reported. There was no additional information provided.